Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas after announcing a meal approximately two hours earlier, with a fingerstick glucose of 302 mg/dl at call initiation that decreased to 280 mg/dl by the end of the call; no alerts or alarms were reported, and education was provided on infusion site placement and the contact detach infusion set. Symptoms included elevated blood glucose. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and identified potential early-use learning and infusion site factors discussed with the user. It was concluded that the cause of hyperglycemia was unclear and that user education on infusion site placement and continued monitoring were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.